Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. It was stated that the battery was removed for more than 8 hours, but the issue was not resolved. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.